Manufacturer narrative:
Investigation summary: bd received 100 unused samples and 1 used sample for investigation. The 100 samples were evaluated by visual examination and none of the tubes were found to be damaged as all product specifications were met. Additionally, 20 of the returned tubes were drawn with horse blood and after mixing were centrifuged at 3000rpm for 10 minutes. None of the 20 tubes broke and no signs of cracking were observed. An additional 20 tubes were drawn with horse blood and after mixing were centrifuged at 3600rpm (1452g maximum centrifuge speed). None of the 20 tubes broke and no signs of cracking were observed. Visual observation of the 1 used returned sample revealed a crack at the bottom of the tube. Bd was not able to determine a definitive root cause for the cracked tube. According to the instructions for use (IFU), the recommended centrifugation settings for pst ii tubes are 1300 - 2000 rcf for 10 minutes. The customer's setting of 2617g is outside of the recommended range for centrifugation speed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Molding envelope u52 and cavity 14 were reviewed with no issues being identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced cracked tube. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the tube cracked and during centrifugation in mpa blood and gel came out of the tube. There are cracks on the wall of the tube and the blood is distributed everywhere as well as the gel in the centrifuge, everything had to be stopped and the whole of the centrifuge had to be cleaned. This problem was exactly the same the 22/03/2021 in the pir 3003636. Additional information 9-june-2021: a) was there blood exposure as a result of the splatter? There was an exposure of blood in the mpa centrifuge and in the racks due to cracking of the tube. Blood came out of the tube through the crack, the stopper remained in place b) if yes, where exactly did it occur (was there mucosal membrane or eye exposure)? No exposure in human ,except when they have to clean the instrument because blood was everywhere in the instrument and on the others tubes which were in the instrument in the same time, human wear gloves to clean it of course but they made a long time to clean it and the others tubes must have been manipulated by the technologist afterwards even if blood was in its c) was the patient blood infectious? No , the physician have to do again the blood collection to the patient because the tube was empty after this incident in the centrifuge d) did the hcw wear appropriate ppe? Yes.

Manufacturer narrative:
Investigation summary: bd received 100 samples for investigation. The 100 samples were evaluated by visual examination and none of the tubes were found to be damaged as all product specifications were met. Additionally, 4 of the returned tubes were drawn with horse blood and after mixing were centrifuged at 1211g for 10 minutes. None of the 4 tubes broke and no signs of cracking were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced cracked tube. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the tube cracked and during centrifugation in mpa blood and gel came out of the tube. There are cracks on the wall of the tube and the blood is distributed everywhere as well as the gel in the centrifuge, everything had to be stopped and the whole of the centrifuge had to be cleaned. This problem was exactly the same the (B)(6) 2021 in the pir 3003636 additional information 9-june-2021: was there blood exposure as a result of the splatter? There was an exposure of blood in the mpa centrifuge and in the racks due to cracking of the tube. Blood came out of the tube through the crack, the stopper remained in place if yes, where exactly did it occur (was there mucosal membrane or eye exposure)? No exposure in human ,except when they have to clean the instrument because blood was everywhere in the instrument and on the others tubes which were in the instrument in the same time, human wear gloves to clean it of course but they made a long time to clean it and the others tubes must have been manipulated by the technologist afterwards even if blood was in its was the patient blood infectious? No , the physician have to do again the blood collection to the patient because the tube was empty after this incident in the centrifuge did the hcw wear appropriate ppe? Yes.